Event description:
During a f/u visit, it was discovered that the distal portion of the stent was fractured. The stent was placed 18 months previous to this finding. There is no info regarding the age and gender of the pt. The stent was placed in the basilic vein of this dialysis pt in 2005. The pt returned in 2006 for declotting of a dialysis shunt and the stent fracture was found incidentally. The stent was fractured at the distal end. There was no reported restenosis. The physician does not relate the cause of the clotted shunt to the fractured stent. The vessel was treated with angioplasty. No other stents were placed in the vessel. It is unk if the pt had the dialysis shunt repaired previously at another facility. There was no injury to the pt.

Manufacturer narrative:
The product will not be returned for eval and testing. Add'l info will be forthcoming within 30 days upon receipt.